Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when attempting to use foley tray on a patient, the user noticed a foreign object attached to the cotton ball and discontinued use.

Manufacturer narrative:
The reported event was confirmed- cause unknown. The product had caused the reported failure. Based on the evaluation, observed that the returned sample already dirt with wrapping sheet crumpled. Multiple loose dirt observed on the tray compartment. There was also dirt on the cotton ball. One of the cotton balls already dirty indicates that it had been used. However, the origin of the foreign material is unable to be identified. The exact cause of how and when the problem occurred could not be determined. The reported event is confirmed as an unknown cause. A potential root cause for this failure could be due to (example: defect contributed by vendor/improper handling/unclean machine / working area). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when attempting to use foley tray on a patient, the user noticed a foreign object attached to the cotton ball and discontinued use.